Manufacturer narrative:
The rse provided the service quote to the customer. The customer did not indicate accepting the service quote therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The customer did not indicate accepting the service quote. It has been concluded that no further action is required at this time.

Event description:
It was reported to philips that the device had no power. There was no patient involvement.